Event description:
A user facility reported this laryngeal mask airway-fastrach would not inflate after it was inserted in the pt. The laryngeal mask airway-fastrach was removed and replaced with an laryngeal mask airway-classic. There was no pt injury or problem. The user facility indicated there was a slit in the inflation balloon that locked like it had been cut with something sharp. The user facility has discarded the laryngeal mask airway-fastrach, therefore it will not be returned for eval.